Event description:
It was reported that the patient had an infection at the left lower back that was not device related. The patient was diabetic which caused impaired healing at the surgical site. The patient underwent an explant procedure and was placed on vancomycin. The explanted products were discarded by the facility. The patient was then admitted to the hospital the following day due to fluid build-up and poor healing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7076308/7076804.